Manufacturer narrative:
Submit date: 11/19/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was an adapter defect. The catheter is pulling in air. The customer assumes the cause to be hair line cracks in the adapter. The product was tested prior to use. The defect was noticed on the first postoperative day of (B)(6). The cathter was replaced with a new one on november 12th. Antiobiotics was prescribed to the patient.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample consisted of one red adult adapter. After a visual inspection, a crack was identified on the thread region of the adapter. The issue was noticed on the first postoperative day and the product was tested prior to use. Based on the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Over tightening catheter connections can crack some adapters. It is evident that the issue was not noticed prior to use and it was found cracked during the procedure. The catheter was more likely damaged during use. Moreover, it is important to mention that infection is considered by the IFU as a potential complication inherent to these medical procedures and does not have direct relation with the device performance. The most probable root cause can be due to over tightening of the adapter. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.